Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 400-500 mg/dl range. Customer alleged bg would elevate when cartridge was low on insulin or when battery level drops below 50%. No additional information was provided. Although multiple attempts were made by tandem technical support to perform a system check, the customer did not reply.